Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that unspecified spectrum pumps at the user facility experienced false detection of air-in-line alarms. It was reported that there was no patient involvement and that there was no patient injury.